Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine defibrillator change out procedure, the right atrial lead exhibited oversensing. The lead was capped and replaced. The patient was asymptomatic prior and post surgery.